Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but with no results. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. No device was returned to the legal manufacturer; therefore, the exact cause of the reported issue could not be conclusively determined. Based on the physical evaluation, the potential cause of the reported power failure is due to a failure of the main printed circuit board (pcb). The cause of the pcb failure is unknown as stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states the cable could become damaged due to the following: olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The unit was returned to the regional repair center for an initial evaluation. Externally and internally, the camera is in good condition. Upon testing, the user's reported issue was confirmed as the unit would not power on due to the fact the printed circuit board (pcb) was faulty. A test pcb was used and the unit passed all tests according to the manufacturer's specifications. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (B)(4) was informed by the user facility that the technician at the user facility reported the 4k ultra high definition liquid crystal display monitor "will not power on - light not moving from orange". No patient injury or harm was reported.